Event description:
A malfunction on a pump was reported by the caller. Customer¿s blood glucose (bg) level was displayed as "high"; however, specific value was not provided. The customer administered an injection to address the high blood glucose level and required no assistance from a third party. Technical support provided instructions and assistance for resetting the pump, after which the malfunction code did not reappear. The customer was advised to continue using the pump and to report any future issues.